Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 320 mg/dl. The customer did experience any symptoms such as vomiting as a result of high blood glucose. The customer was treated with IV fluids. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. Based on customer report customer did allege pump was under delivering. The insulin pump will not be returned for analysis.